Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in (B)(6) that during a knee arthroscopy procedure on (B)(6) 2021, it was observed that the truespan 0 degree peek device misfired and failed to deploy implants. Another like device was used to complete the procedure without delay. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary = according to the information received, it was reported that during a knee arthroscopy two truespan meniscal repair system peek 0 degree failed. Implants misfired and failed to deploy implants. The complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. However, a photo was provided. Upon visual inspection of the photo, it was observed the labels of the devices reported. The photo do not provide enough evidence to confirm the issue reported. As a potential cause cannot be associated to manufacturing, therefore a manufacturing record evaluation is not required. Hands on analysis should provide the evidence necessary to confirm the root cause. No further procedure information was provided to determine at what point in time this failure occurred and without physically evaluating the device, a definite a specific root cause cannot be determined. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. As a potential cause cannot be associated to manufacturing, therefore a manufacturing record evaluation is not required.